Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged style is confirmed. The product returned for evaluation was a t-lock assembly with stylet. The investigation findings are consistent with damage caused by excessive force in attempting to remove the stylet. The returned product sample was evaluated and the stylet was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation although it could be confirmed that the wire had become damaged, the exact root cause could not be determined from the sample. Possible contributing factures could include degradation of hydrophilic coating, failure to hydrate stylet prior to removal, the stylet kinking prior to removal, the stylet being pulled through t-lock assembly, or patient¿s anatomy or physiology (e.g. The device is placed in a tortuous path or venospasm restricts the stylet in the catheter). This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that this particular midline kit cannot pull the stiffening stylet and when she tried to pull hardly against the t lock, the stylet started to stretch and shred. Decided to place the catheter without the stylet. No other information provided at this time. Additional information provided 10/28/2024: the result of the malfunction did directly affect the patient as the needle and guidewire were in the patient when it became stuck, and they could not remove or thread after the vein was cannulated. The guidewire was placed with ease and no obvious abnormalities noted. After the introducer was inserted, the rn was not able to remove guidewire. Multiple attempts were made and after several minutes she was able to remove the guidewire and it was noted to be bent and frayed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.